Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc and pe post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that some time post filter implant the filter allegedly perforated into the aorta and the patient experienced a pulmonary embolism. The status of the patient was not provided.

Event description:
It was reported through the litigation process that some time post filter implant the filter allegedly perforated into the aorta and the patient experienced a pulmonary embolism. The status of the patient was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the vena cava and aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the patient had a hole in the heart and continuously get strokes because of the blood clot. The patient experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post cavogram was performed it demonstrated a small tilt to the tip of the filter. Approximately five years post filter deployment, CT revealed infrarenal ivc filter with several prongs extending extravascular and two of the filter prongs extend posterior to the aorta into the periaortic tissues. Therefore, the investigation is confirmed for positioning issue and perforation of the ivc. However, investigation is inconclusive for the alleged pe post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: potential complications acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels perforation or other acute or chronic damage of the ivc wall a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.